Event description:
The customer reported a system error (se) 2240 (air in tubing) alarm, followed by a se 2367 alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was an open clamp on an unused line, however it was capped. The technical service representative (tsr) explained the alarms to the home patient (hp). The hp would restart therapy with new supplies. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up medwatch will be submitted.